Event description:
This pt with parkinson's disease underwent left deep brain stimulator implantation. At the conclusion of the procedure pt seemed slightly less oriented than had previoulsy although pt continued to follow commands and converse. There were no complications noted during the procedure. After admission to the ICU pt became obtunded. After 2 days neurological status inproved somewhat. Pt was transferred to the med-surg floor for continued observation.